Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics plunger rod was loose/falls out. The following information was provided by the initial reporter translated from dutch to english: "upon manipulation on our dialysis service of the 10cc luerlock syringe, the pestle was very easily pulled out of the syringe. This syringe is used for aspiration on the dialysis catheter. Sudden removal of the plunger may give rise to an air embolism. It is obviously up to the nurse in question not to pull the plunger all the way to the end, but is quickly done in case of difficult flushing on the catheter. Can you forward this to your quality control please?" Lot 3264646 further information provided on 02/15/24, translated from dutch to english: - can you provide a date of the event? 23/01/2024 - when was the problem identified (before use on the patient, during preparation for use or during use)? When using - did the defect lead to serious injury? No - did the treatment plan have to be adjusted as a result of this incident? No - was any medical intervention required as a result of this incident? No - did other actions need to be taken as a result of the defect? Report this so that this is avoided in the future - can you please indicate whether the samples - unused (before use) - used (during or after use) - important: if used, confirm whether specimens have been used or contaminated with blood or cytotoxic drugs. Sample has been used and remains of blood are present - please also provide us with the full collection address, the name and number of the contact person, the name of the department, the floor number and any additional details such as (collection at the reception, goods in the courtyard, etc. Collection address: (B)(6) green gate if it is not possible to return the sample, can you provide detailed photos of the product in question? Sample can be collected from the stated address.

Manufacturer narrative:
Two samples of 10ml eurographics syringes lot 3264646 were received and evaluated. One sample was received in unsealed package with all applicable product information on the top web, and the other received loose. Both samples were tested and the plunger with stopper stopped at the end of the barrel held by the retaining ring. The condition observed is acceptable per product specification. A root cause could not be determined as the defect was not observed. A device history record review was completed for provided lot number 3264646 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Upon manipulation on our dialysis service of the 10cc luerlock syringe, the pestle was very easily pulled out of the syringe. This syringe is used for aspiration on the dialysis catheter. Sudden removal of the plunger may give rise to an air embolism. It is obviously up to the nurse in question not to pull the plunger all the way to the end, but is quickly done in case of difficult flushing on the catheter. Can you forward this to your quality control please? Lot 3264646.